Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of losing connection when attempting to calibrate and calibration was not accepted. Customer's blood glucose was 420 mg/dl. Troubleshooting was performed and customer was advised that sensor would be replaced.